Manufacturer narrative:
(B)(4) - incision sutured. (B)(4). Conclusions - the product pertaining to this claim was discarded. Based on the complaint history, it was determined that the root cause of this event was user error. (B)(4).

Event description:
The rptr stated the surgeon inserted an (B)(4) three piece silicone lens. Lens tore went inserted into the pt's eye. Lens was removed with no pt injury. Another same model and size lens was implanted. One suture was used to close the wound. Lens was discarded. Rptr stated cause of this incident was loading error/use error.